Manufacturer narrative:
The t:slim g4 pump user guide states the pump "can stop insulin delivery and alert you (or whoever is with you) if there has been no interac­tion with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto off alarm occurred. There was no reported impact to the customer's blood glucose level. A review of the pump history indicated the pump had not been interacted with since the prior day. During troubleshooting with tandem technical support, the customer was reminded that the auto-off safety feature can be modified or turned off.